Event description:
It was reported that after spaceoar vue and transperineally fiducial markers placement under general anesthesia, the patient underwent a simulation, however, the hydrogel was not observed on the CT scan. Further investigation with a magnetic resonance imaging (MRI) revealed a concern for rectal wall infiltration (rwi), which was confirmed to be a grade 3 rwi. The hydrogel was found to be in the correct position at the base, but as it extended from the mid-gland to the base, it was clearly under the rectal wall, although it did not penetrate the lumen. Despite this, the patient remains asymptomatic.

Manufacturer narrative:
Block b3: the exact date of the event is unknown. The provided event date, 10/01/2024, was chosen as the best estimate based on the date that the manufacturer became aware of the event, 10/15/2024. Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: device code a1502 is being used to capture the reportable event of gel misplaced non-vascular.